Manufacturer narrative:
The technician found the cause is most likely due to normal wear and tear of the brake casters. The technician replaced the right head brake caster to resolve the issue. Based on this information, no further action is required.

Event description:
The technician reported the right head brake caster moves when the brake is set. The bed is located in the hill-rom service center. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint#(B)(4).